Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose after dinner, with glucose dropping to 48 approximately 60 minutes after announcing dinner; the user treated with oral glucose tablets and glucose returned to range within about 15 minutes, and the user had been using a different insulin without a factory reset. Symptoms included hypoglycemia with dizziness, lethargy, and shaking. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.